Event description:
Surgeon placed a crile clamp on a tourniquet that was isolating a vessel during cardiac surgery. While the clamp was holding the tourniquet, one of the tips of the clamp broke off. Broken piece retrieved.